Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05031. The patient has two leads (for off-label use). It was reported the patient is not receiving adequate coverage. Reprogramming was unsuccessful. An impedance check revealed no anomalies. X-rays revealed one of the leads has migrated. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.